Manufacturer narrative:
Device evaluation: ased on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening assessed as fold flaw opening and missing assessed as inconclusive and missing assessed as inconclusive. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture, confirmed via imaging. The device has been explanted.

Event description:
Healthcare professional reported right side rupture, confirmed via imaging. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.